Event description:
It was reported that during the retrieval of the filter, one of the legs broke off and stayed in the cava. The filter was being retrieved because it was no longer needed. It had been implanted approximately 15 months prior at another facility. No pt injury was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The explanted filter was rec'd for eval. There was no delivery system or introducer sheath returned with the filter. Upon initial inspection of the returned sample, it appeared that the filter was missing one arm and one hook from one of the filter legs. There also appeared to be some dried tissue in the apex of the filter. The missing hook detached approximately 1mm from the distal edge of the hook taper. The arm break appeared to have broken at approximately 1mm from the bend at the apex. All measurements taken were within specification except the arm span and that could be due to restriction caused by the dried tissue in the apex of the filter. The breaks appear to be fatigue fractures. The result of the investigation was confirmed for device/material fracture, root cause unknown. It is unknown if pt or procedural factors contributed to the reported event. The info for use for this device states: potential complications include, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.